Event description:
A percutaneous coronary intervention (pci) was performed in the right coronary artery (rca). An intravascular ultrasound (ivus) imaging catheter was used confirming the stent was fully dilated (well apposed). Upon withdrawal of the catheter, the physician felt resistance as if the distal end of the catheter was caught on the stent. The physician withdrew the catheter with success. Once outside the patient, it was noted ¿that the outer sheath of the catheter had peeled and the inner wire was exposed¿. No patient injury was reported. The case was completed with another catheter and it was noted that the patient's status was ¿good¿.

Manufacturer narrative:
Correction: date received by MFR was reported on initial as (B)(6)-2010, should have been (B)(6)-2010. A review of the device history record (DHR) was performed and no issues or discrepancies were found. No similar complaints were found in this lot. The device was returned, upon receipt the male/female luer connection was disconnected (as reported the user disconnected in an attempt to free the device) and the imaging core was outside of the sheath assembly. The imaging core could not be re-inserted into the sheath assembly due to imaging core wind up in the telescope assembly, which is unrelated to the stuck in stent event. Additionally, the returned device was observed to have a bent hub wing also unrelated to the event. Visual analysis of the returned device, noted bloodstain inside of the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was observed to be lifted. Per the reported event, the complaint device caught the distal edge of the stent yet was still withdrawn. The guidewire exit port damage possibly occurred during removal of the sheath from the patient, as it does not appear that the entire system was removed simultaneously as indicated in the dfu when resistance is met. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention (pci) was performed in the right coronary artery (rca). An intravascular ultrasound (ivus) imaging catheter was used confirming the stent was fully dilated (well apposed). Upon withdrawal of the catheter the physician felt resistance as if the distal end of the catheter was caught on the stent. The physician withdrew the catheter with success. Once outside the patient it was noted "that the outer sheath of the catheter had peeled and the inner wire was exposed". No patient injury was reported. The case was completed with another catheter and it was noted that the patient status was "good".

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in sent.